Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. Blood glucose level at the time of the incident was over 600 mg/dl. During troubleshooting, the customer confirmed that the cannula was bent. Blood glucose level at the time of the incident was 113 mg/dl. Customer also stated that several months prior to the call, she was hospitalized due to high blood glucose levels of 400 to 500 mg/dl. Customer was wearing the insulin pump at the time of the incident. During troubleshooting, the insulin pump did not show any signs of malfunction. The insulin pump was not replaced or returned for analysis.